Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient's current ins was implanted in 2019 and was not showing as registered. As of about a month ago, they were experiencing shocking any time their butt muscle tightened up. The shock went right through them and down their leg into their foot. It also pulled at their left arm and sent fire to their private area. They had turned their stimulation down to 0 volts but had been instructed to turn the device completely off. The implant was also working its way out of the pocket site, and the doctor was considering implanting the new implant. The patient was worked with regarding how to turn stimulation off. However, they confirmed after syncing with the device on the call that the device was already at 0.0 volts and off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.